Event description:
It was reported that during a procedure at the user facility the device ran on. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.